Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion on (B)(6) 2024 which led to high blood glucose level of 400mg/dl and occlusion. The infusion set was inserted at abdomen. The customer regularly rotates site location. The patient received correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.